Event description:
A technician reports that a patient is experiencing poor intermediate vision following bilateral intraocular lens (iol) implant surgery. Additional information has been requested. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/13/2008, 08/25/2008, and 09/03/2008 by fax, mail, and phone. A completed questionnaire has not been received.